Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to perform an evaluation at the time of this report. The 2.5 x 20 mm voyager (part 1011752-20, lot 9091561) has been filed under a separate MFR#. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood on the shaft, hypotube, balloon and in the guide wire lumen, inflation lumen and balloon. There was contrast in the sidearm, inflation lumen, balloon and on the shaft and hypotube. The balloon was returned loosely folded. The outer shaft was slightly pinched 8 cm distal to the guide wire exit notch for a length of 3 mm. There was no other damage noted to the balloon catheter. A new indeflator filled with water was used to in an attempt to pressurize the balloon, but the balloon could not be pressurized due to the thick blood and contrast in the inflation lumen. The balloon catheter will be left overnight to attempt to dilute some of the blood and contrast, so the balloon could be inflated. After being left pressurized overnight the blood and contrast diluted to reveal a longitudinal rupture in the balloon. There was a longitudinal rupture in the balloon starting 0.5 mm proximal to the proximal balloon marker distally for a length of 13 mm. There were no scratches visible. The voyager was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during a dilatation of a heavily calcified left anterior descending artery, the voyager nc dilatation catheter balloon ruptured at 18 atm. A second voyager nc dilatation catheter balloon was attempted, but ruptured at 12 atm. There was no adverse patient effort reported. No additional information available.